Event description:
As reported, it was observed that while advancing the 5f mynxgrip vascular closure device (vcd) with the green handle, the slightly outwardly protruding black piece cracked. When attempting to withdraw the sheath from the tract, the physician was unable to fully retract the green handle and sheath to completely expose the white tube. Only about one to two inches of the white tube were visible at the skin site. Physician used the visible portion of the white tube to strip the sealant off the wire; however, most of the white tube, including the green area, remained out of view, making it unclear how far the white tube was advanced. Despite these difficulties, the sealant deployed successfully, hemostasis was achieved, and no harm occurred to the patient. The device was properly stored and opened in sterile field. The user is trained to the device. The device was used in a diagnostic procedure. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2518206 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, it was observed that while advancing the 5f mynxgrip vascular closure device (vcd) with the green handle, the slightly outwardly protruding black piece cracked. When attempting to withdraw the sheath from the tract, the physician was unable to fully retract the green handle and sheath to completely expose the white tube. Only about one to two inches of the white tube were visible at the skin site. Physician used the visible portion of the white tube to strip the sealant off the wire; however, most of the white tube, including the green area, remained out of view, making it unclear how far the white tube was advanced. Despite these difficulties, the sealant deployed successfully, hemostasis was achieved, and no harm occurred to the patient. The device was properly stored and opened in sterile field. The user is trained to the device. The device was used in a diagnostic procedure. Additional information was requested but not provided. The device was not returned for analysis. A product history record (phr) review of lot f2518206 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿component-component issue¿ and ¿sealant-device deployment jam¿ could not be observed as the device was not returned for analysis. The exact cause of the failures experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, since it was stated that ¿the slightly outwardly protruding black piece cracked,¿ which is possibly referring to the distal end of the shuttle, this could indicate that handling factors of the device (such as displacement of the sealant sleeve) could have contributed to the issue experienced. It should be noted that the mynxgrip device is manufactured with a slit at the end of the black shuttle cartridge tubing, which is not a product defect. The slit is designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the side slit of the shuttle cartridge and the sealant sleeve is designed to be placed over the shuttle side slit to protect the sealant from exposing prematurely and the shuttle tubing side slit from opening during deployment. If the sealant sleeve is displaced, the side slit will be exposed. Additionally, if the side slit was noted, it could have also resulted in premature swelling of the sealant, which can cause difficulties during the sheath/shuttle retraction step. According to the instructions of use (IFU), which is not intended as a mitigation, step 2: deploy sealant, ¿align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor the information available for review suggests that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.